Event description:
When giving lidocaine intradermal before zoladex injection. Related to the 2 orange things that stick out of the side of the needle (the orange part you push in and the taller part that received the needle once it is pushed in) makes it very difficult to get low enough to create the bleb for the intradermal injection pre-zoladex injection.